Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.0/3.5/1 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced excessive vaulting. Intraoperatively the lens was removed. This resolved the problem. It was also noted "next operation date undecided". The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue/debris on the lens. Visual inspection found the lens haptic torn. Dimensional inspection found the lens within specifications. Claim#: (B)(4).